Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to two bent cannulas leading to hyperglycemia on (B)(6) 2025. The blood glucose level was 615 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012538, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6012538". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012538 was manufactured according to thework instruction (wi) version 121 and packaged in the linea 03 on 26-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, for soft cannula found bent upon removal from infusion site. All test results were within specifications as per the test report (B)(4).pdf attached in this record. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.